Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, date of implant (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting a progressive rise in its pacing capture threshold. It was additionally noted that the patient is enrolled in a clinical study. The lead remains in use. No patient complications have been reported as a result of this event.